Manufacturer narrative:
Product analysis: the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in-vivo. The initial reported event of infection was received on 2017-01-31. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6). Information was subsequently received on 2017-04-06 and revealed an out of specification analysis finding/the patient died. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead and implantable pulse generator (ipg) were explanted due to an infection. No further patient complications have been reported as a result of this event.